Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome knife wire was damaged, causing energization problems and lengthening the therapeutic varicocelectomy. The procedure was completed with the subject device. There were no reports of patient harm.